Event description:
The reporter state that the surgeon had inserted a three piece silicone lens model aq2003v and noticed a haptic was damaged. The surgeon removed the lens without enlarging the incision and put in another model lens. No patient injury.